Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had exhibited a lead safety switch for a low out of range pacing impedance measurement of 170 ohms. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.